Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 22 mmol/l (396 mg/dl) while wearing the pod for more than 48 hours on the leg. Patient reportedly banged her leg against something when she was in the library, and her bg levels started to rise after that. Patient was eventually pulled out of class to go home with her mother. When the pod was removed from the site, it was noted that the cannula appeared to be at a "curved angle, and upwards slightly". As treatment, a new pod was applied and correction boluses were administered.